Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for catheter ablation. During the procedure it was mentioned that the j tip rf wire got lifted and when it was pulled back and inserted again in order to use the non-boston scientific needle. Thus, the rf wire was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
The device did not returned for analysis. However, based on the media provided, the reported allegation of coating damaged. The most likely that the root cause was the use of an introducer needle based on complaint information and damage to the distal coating being a known issue associated with the use of introducer needles. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for catheter ablation. During the procedure it was mentioned that the j tip rf wire got lifted and when it was pulled back and inserted again in order to use the non-boston scientific needle. Thus, the rf wire was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (disposed).